Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-12014. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported "deflation" and "capsular contracture baker grade IV". Later healthcare professional reported "deflation". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Corrected data: g.3. Aware date from previous medwatch should have been listed as 28jul2025.

Event description:
Healthcare professional reported "deflation" and "capsular contracture baker grade IV". Later healthcare professional reported "deflation". This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, delamination of plug strap disk shel land creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "deflation" and "capsular contracture baker grade IV". Later healthcare professional reported "deflation". This record is for the left side. The device has been explanted and replaced.